Event description:
The customer reported that following a craniotomy procedure when removing the grounding pad, a burn was noted at the pad site. The injury occurred on the pt's right thigh. Convatec dressing was applied for treatment.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.